Event description:
A user facility reported to olympus that the light source was "not working and the spare lamp was on." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the main lamp did not ignite but the spare lamp did work. The cause was assigned to failure of the power supply unit. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.